Event description:
As reported by the field clinical specialist, approximately 5 years and 2 months post the transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 valve, the patient was presented with stenosis. There was no report of any potential procedure at this time. Per medical records review, calcific degeneration of the aortic valve leaflets was revealed. A valve in valve procedure was planned for intervention.

Manufacturer narrative:
This is one of two manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2022-xxx (MDR# (B)(4)). Investigation is still pending.

Manufacturer narrative:
This is one of two manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 04605. As the valve remains implanted, no product was returned, therefore no visual inspection, functional testing or dimensional testing could be performed. 3mensio was returned for review however it was not relevant to the complaint file (virtual valve shown for demonstration only). Review of additional information provided in echo report indicated the lv ef was 55-60%, and there was no thrombus in la or ra. The bioprosthetic aortic valve in place with calcific degeneration of the aortic valve leaflets. The leaflets were difficult to visualize due to shadowing from the valve stent and the pvl closure device. There was no paravalvular and no valvular regurgitation. The ava eoa was 0.6cm2. There is decreased mobility of the bioprosthetic aortic valve leaflets since prior images in 02/2018 with increase in antegrade hemodynamics across the bioprosthetic aortic valve. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, device history record review and lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 thv IFU was reviewed for instructions relating to the complaint event. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by echo report. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Based on the limited information provided, the root cause for the valve calcification approximately 6 years 2 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.